Event description:
A surgeon reported a pt with misty, foggy and impaired visual acuity following intraocular lens (iol) implant surgery two years ago. The surgeon also noted the iol had an opaque surface. The surgeon decided on a conservative approach at that time. The pt was seen recently and reported that these symptoms have become worse. The iol was exchanged. In a follow up, the surgeon reported the pt had a lasik procedure performed one year following the iol implant. Posterior capsule opacification was noted two years following the iol implant. The surgeon does not feel the iol caused or contributed to the event. The event was reported to have resolved following the lens exchange.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info has been received. (B)(4).